Event description:
It was reported that a renasys go was not holding charge, and need machine exchanged. No case involved

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation and we could not establish a relationship between the device and the reported event. A visual inspection reported no defects and the functional evaluation did not identify any issues; a probably root cause is set-up or component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.